Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt will undergo surgical intervention to relocate his scs ipg. The pt's ipg implant site was not healing well. Follow up identified the pt's ipg was relocated and implanted deeper on (B)(6) 2014.